Manufacturer narrative:
H10 additional manufacturer narrative: the subject device was not returned for evaluation as it was discarded by the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Three pictures were provided, which showed the labels, but no pictures were provided of the subject device and no medical records were provided. Several in-line inspections exist to identify damage such as cracking, including the final packaging inspection which specifically inspects for cracks. DHR review was performed by the supplier, biomerics, and no relevant non-conformances were identified. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards/supplier defect has not been confirmed.

Event description:
Edwards received notification about a crack observed on an optisite cannula reference opti22 that caused leakage. The issue was identified at the time of insertion. Another cannula of the same model was used in replacement without any consequence for the patient. Reportedly, the packaging was inspected before use and no issue/damage was observed.